Event description:
A nurse reported, the sys was losing vacuum and would not register the footswitch during a procedure. The sys was exchanged and the case was completed with no impact to the pt.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The remote was inoperative and was reset to the sys channel b. The sys was then tested and met all product specs. The root cause could not be determined. (B)(4).